Manufacturer narrative:
7/21/97-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure, the safety shield did not retract to allow penetration. The hospital reported that no pt injury had occurred.